Event description:
It was reported that the right ventricular (rv) lead had an apparent outer coil fracture based on high impedance measurements and loss of capture at 5 volts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2007; product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical continuity test results were passed, electrically. (B)(4).